Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/05/2016 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available data showed dates from 7/12/2015 -7/19/2015. A voltage drop was observed on 7/19/2015. A visual inspection of the pump showed that the battery compartment was intact. No battery cap was returned with the pump; testing was completed with a test cap. The pump¿s current draws were found to be within specifications. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.